Event description:
It was reported that a detached or missing sensor wire occurred. The sensor was inserted into the arm on (B)(6) 2024. Product has been received but is pending evaluation. A follow up report will be submitted upon completion. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
Skip to navigation, skip to main content. Complaints, complaints, home, tasks, complaints, medical reviews, mdrs, mirs, canada vigilance reporting, other regulatory reports, investigations, group, dashboards, reports, classification codes, product registrations. Complaint (B)(4). Path, attachments, no attachments available! Tabs, details, patient/reporter information, audit trail, related complaints, archived audit trail, no of days for decision tree, 0, dt completion date, 11/7/2024 complaint no (B)(4). Classification code as alleged, 213, classification code description, wire/needle/cannula damaged or missing, source, phone, osvc ID number (B)(4). Osvc reference number (B)(4). Osvc created by, cxm0921. Record category, complaint. Region. North america. Group. North america - 213. Psr. Psr. Owner (B)(6). Status. Complaint review complete. Record type. Complaint. Pending medical review. Pending medical review. Pending decision trees. Pending decision trees. Pending dev investigation. Pending dev investigation. Pending har. Pending har. Pending update request / task. Pending update request / task. Update request status, no update request. Country of purchase, united states. Country of incident, united states. City of incident, na. Reporter organization, na. Distributor unique complaint no (ducn), na. Distributor complaint date. Files added to complaint. Patient birthdate, (B)(6) 1958. Patient weight 226 lbs. Age at the time of event 65. Patient gender, male. Reporter type, patient, pediatric or adult, adult, age unit, years. Serious adverse event information (0). Event description: wire/needle/cannula damaged or missing. Conclusion. Sent wearable replacement with rga. Advised pt about the tat shipping and email confirmation of order and shipping. Educated pt on the why part. Lbs: 215. Alert date 11/1/2024. Event date as alleged (B)(6) 2024. Insertion date as alleged (B)(6) 2024. Was IFU followed? Na. More than 1000mg of acetaminophen? Na. Insulin pump or pen used during event? No. Manufacturer & device of pump or pen na. Pump mode in modified closed loop? Na. No of days since opened 179. Download identifier. Download identifier type. Is patient using a receiver,mobile,both? Mobile device. Is the date exact or approximate? Exact. Insertion site, arm. Death reported. Date of death. Medical intervention/serious injury. Medical intervention/serious injury. Rga created? Yes, the product is able to be returned. Rga reference number (B)(4). Rga follow up completed? Yes. Troubleshooting questions (3) navigation mode, pq no, question, answer. (B)(4). Which component is damaged or missing? Wire. (B)(4). Is the component damaged, bent or missing? Missing (B)(4). When did the component break? After removal. View alltroubleshooting questions. Product line as alleged, stp-at-012. Product line description as alleged. G7 us retail sensor/transmitter 1-pack. Receiver serial number as alleged, na. Product generation as alleged, g7. Lot number as alleged, 1724200002. Mobile device app version as alleged. Mobile device os version as alleged. Manufacturing date as alleged, 7/1/2024. Expiration date as alleged 12/31/2025, transmitter serial number as alleged (B)(6). Category as alleged wearable ncmr details as alleged ncmr-24-0495. Mobile device brand as alleged. Product line as investigated, stp-at-012. Product line description as investigated. G7, us retail sensor/transmitter, 1-pack. Receiver serial number as investigated na. Product generation as investigated g7. Lot number as investigated 1724200002. Ncmr details as investigated ncmr-24-0495. Mobile device app version as investigate, mobile device os version as investigated, manufacturing date as investigated, 7/1/2024. Expiration date as investigated, 12/31/2025. Transmitter serial number as investigate (B)(6). Category as investigated wearable product registration stp-at-012, product system as investigated, model number 9500-161, mobile device brand as investigated. Additional product information (0) data analysis summary. No data related to issue was provided. Event date as investigated, (B)(6) 2024, allegation confirmed by data, undetermined, data analysis status, no download identifier provided, platform data source na, data available? No, investigation completion date. Complaint narrative (b5). It was reported that a wire/needle/cannula damaged or missing occurred. The sensor was inserted into the arm on (B)(6) 2024 product was provided for investigation. An external visual inspection was performed and passed/failed. External visual inspection was performed and failed. The allegation was confirmed due to the finding of a broken sensor wire. The probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). B5: describe event or problem - addition information. G3 date received by mfg - addition information. G6 type of report - addition information. H2: additional information/ device evaluation - addition information. H3: device evaluation by manufacturer - addition information. H6: adverse event problem - addition information.